Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poorly systematized pelvic pain') in a 29-year-old female patient who had essure inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014 and off label use of device "only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014. The patient's medical history included hydrosalpinx (left) in (B)(6) 2014, miscarriage (after being 20 weeks pregnant at time of treatment) in 2013, intestinal operation (for upper small bowel obstruction) on (B)(6) 2013, pseudomonal sepsis (complication of surgery) on (B)(6) 2013, pregnancy (20 weeks) from 2012 to 2013 and small bowel obstruction (in the context of an incomplete common mesentery). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fatigue ("extreme fatigue"), chest pain ("precordial pain on the left side"), arthralgia ("scapular pain on the left side, joint pain"), pain in extremity ("bracchial pain on the left side") and abdominal discomfort ("belt pain"). On (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis confirmed by hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("strong nickel allergy"), rash ("rash-like skin disorders on the face and hands"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("deep dyspareunia"), amnesia ("neurological symptoms such as loss of instant memory"), disturbance in attention ("neurological symptoms such as loss of concentration"), deafness ("ent disorders leading to hearing problems, deafness requiring hearing aids"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), headache ("headache"), tendonitis ("recurrent tendonitis"), dyspepsia ("digestive disorders"), musculoskeletal pain ("joint and muscle pain"), infertility female ("all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful"), tinnitus ("tinnitus"), visual impairment ("visual disturbances"), insomnia ("insomnia and nocturnal awakenings"), nightmare ("nightmares"), palpitations ("heart palpitations") and mental disorder ("psychological impact due to unanswered suffering"). The patient was treated with assisted reproduction, hearing aids and surgery (adnexectomy and hysterectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, rash, adenomyosis, metrorrhagia, dysmenorrhoea, dyspareunia, fatigue, chest pain, arthralgia, pain in extremity, abdominal discomfort, amnesia, disturbance in attention, deafness, nasal disorder, pharyngeal disorder, headache, tendonitis, dyspepsia, musculoskeletal pain, infertility female, tinnitus, visual impairment, insomnia, nightmare, palpitations and mental disorder outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter considered abdominal discomfort, adenomyosis, allergy to metals, amnesia, arthralgia, chest pain, deafness, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, infertility female, insomnia, mental disorder, metrorrhagia, musculoskeletal pain, nasal disorder, nightmare, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, tendonitis, tinnitus and visual impairment to be related to essure. The reporter commented: only one essure implant was inserted on left tube on (B)(6) 2014 to stop hydrorrhea (off label use) without complication. Following the intervention, the patient presented a clinical picture which gradually developed. The clinical picture gradually settled down at first at low noise and then of increasing intensity. Adnexectomy and hysterectomy were performed, urgery confirmed adenomyosis. The anatomo-pathology report confirmed adenomyosis and demonstrated the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. The patient also presented a psychological impact due to years of unanswered suffering. All of her attempts to have children after the implantation (through assisted reproduction) were unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Magnetic resonance imaging - in (B)(6) 2014: left hydrosalpinx, causing hydrorrhea. Pathology test - on (B)(6) 2020: after uterus and fallopian tube removal: confirms adenomyosis and demonstrates the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. Scan - in (B)(6) 2015: essure position control unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poorly systematized pelvic pain') in a 29-year-old female patient who had essure inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014 and off label use of device "only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014. The patient's medical history included hydrosalpinx (left) in (B)(6) 2014, small bowel obstruction (in the context of an incomplete common mesentery) on (B)(6) 2013, intestinal operation (surgery for small bowel occlusion during pregnancy with cholescystectomy on) on (B)(6) 2013, miscarriage (after being 25 weeks pregnant at time of treatment) in 2013, intestinal operation (for upper small bowel obstruction) on (B)(6) 2013, pseudomonal sepsis (complication of surgery) on (B)(6) 2013, pregnancy (20 weeks) from 2012 to 2013, anxiety in 2012, adhesiolysis (difficult surgeries of adhesiolysis via laparotomy) in 2008, salpingostomy (difficult surgeries of salpingostomy via laparotomy) in 2008, adnexectomy unilateral in 2000, palpitation, sinus tachycardia and endometriosis. Concomitant products included levonorgestrel (kyleena) since 2018. In 2014, the patient experienced generalized pruritus ("generalized daily pruritus"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("left hydrosalpinx left pelvic pain"). In 2015, the patient experienced fatigue ("extreme fatigue"), chest pain ("precordial pain on the left side"), scapula pain ("scapular pain on the left side, joint pain"), pain in extremity ("bracchial pain on the left side") and abdominal discomfort ("belt pain"). On (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis confirmed by hysterectomy / adenomyosis in the uterus / myoma"). In (B)(6) 2020, the patient experienced pruritus ("significant pruritus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of allergy to metals ("strong nickel allergy"), rash ("rash-like skin disorders on the face and hands"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("deep dyspareunia"), amnesia ("neurological symptoms such as loss of instant memory"), concentration loss ("neurological symptoms such as loss of concentration"), deafness ("ent disorders leading to hearing problems, deafness requiring hearing aids / hearing loss with suspicion of otosclerosis"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), headache ("headache / helmet headaches"), tendonitis ("recurrent tendonitis"), dyspepsia ("digestive disorders"), musculoskeletal pain ("joint and muscle pain"), infertility female ("all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful"), tinnitus ("tinnitus / right tinnitus"), visual impairment ("visual disturbances"), insomnia ("insomnia and nocturnal awakenings"), the first episode of nightmare ("nightmares"), palpitations ("heart palpitations"), mental disorder ("psychological impact due to unanswered suffering"), asthenia ("intense asthenia"), myalgia ("muscle pain"), painful joints ("joint pain (shoulders, elbows, wrists, fingers, hips, knees, ankles, toes)"), the first episode of allodynia ("allodynia"), the second episode of nightmare ("nightmares"), the second episode of allodynia ("allodynia"), paraesthesia ("paresthesia"), memory impairment ("immediate memory disorders"), fibromyalgia ("fibromyalgia"), disturbance in attention ("attention disorders"), the second episode of allergy to metals ("allegy test positive for nickel") and ovarian cyst ("left ovarian cysts"). The patient was treated with clomipramine hydrochloride (anafranil), duloxetine hydrochloride (cymbalta), pregabalin (lyrica), assisted reproduction, hearing aids and surgery (adnexectomy and hysterectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, rash, adenomyosis, intermenstrual bleeding, dysmenorrhoea, dyspareunia, fatigue, chest pain, scapula pain, pain in extremity, abdominal discomfort, amnesia, concentration loss, deafness, nasal disorder, pharyngeal disorder, headache, tendonitis, dyspepsia, musculoskeletal pain, infertility female, tinnitus, visual impairment, insomnia, palpitations, mental disorder, procedural pain, asthenia, myalgia, painful joints, the last episode of nightmare, the last episode of allodynia, paraesthesia, memory impairment, fibromyalgia, disturbance in attention, the last episode of allergy to metals, ovarian cyst and pruritus outcome was unknown and the generalized pruritus had not resolved. The reporter provided no causality assessment for rash with essure. The reporter considered abdominal discomfort, adenomyosis, amnesia, asthenia, chest pain, concentration loss, deafness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, generalized pruritus, headache, infertility female, insomnia, intermenstrual bleeding, memory impairment, mental disorder, musculoskeletal pain, myalgia, nasal disorder, ovarian cyst, pain in extremity, palpitations, paraesthesia, pelvic pain, pharyngeal disorder, procedural pain, scapula pain, tendonitis, tinnitus, visual impairment, the first episode of allergy to metals, the first episode of allodynia, the first episode of nightmare, disturbance in attention, painful joints, pruritus, the second episode of allergy to metals, the second episode of allodynia and the second episode of nightmare to be related to essure. The reporter commented: only one essure implant was inserted on left tube, 3 trailing coils on (B)(6) 2014 to stop hydrorrhea (off label use) without complication. In 2018 kyleena was inserted (indication not specified). Following the intervention, the patient presented a clinical picture which gradually developed. The clinical picture gradually settled down at first at low noise and then of increasing intensity. Adnexectomy and hysterectomy were performed, urgery confirmed adenomyosis. The patient also presented a psychological impact due to years of unanswered suffering. All of her attempts to have children after the implantation (through assisted reproduction) were unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Allergy test - on an unknown date: positive for nickel. Magnetic resonance imaging - in (B)(6) 2014: left hydrosalpinx, causing hydrorrhea; on an unknown date: showed major adenomyosis, correctly placed iud and essure insert, very voluminous left hydrosalpinx.. Pathology test - on (B)(6) 2020: after uterus and fallopian tube removal: confirms adenomyosis and demonstrates the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. Scan - in (B)(6) 2015: essure position control unremarkable. Ultrasound abdomen - on (B)(6) 2020: showed liver steatosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: the follow information were updated medical history, other products treatment, procedural pain, asthenia, painful joints, muscle pain, visual acuity decreased, nightmares, allodynia, paresthesia, fibromyalgia, disturbance in attention, memory disturbance, generalized daily pruritus, nickel sensitivity, ovarian cyst. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poorly systematized pelvic pain') in a 29-year-old female patient who had essure inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014 and off label use of device "only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014. The patient's medical history included pain nos on (B)(6) 2014, hydrosalpinx (left) in (B)(6) 2014, small bowel obstruction (in the context of an incomplete common mesentery) on (B)(6) 2013, intestinal operation (surgery for small bowel occlusion during pregnancy with cholescystectomy on) on (B)(6) 2013, miscarriage (after being 25 weeks pregnant at time of treatment) in 2013, intestinal operation (for upper small bowel obstruction) on (B)(6) 2013, pseudomonal sepsis (complication of surgery) on (B)(6) 2013, pregnancy (20 weeks) from 2012 to 2013, anxiety in 2012, adhesiolysis (difficult surgeries of adhesiolysis via laparotomy) in 2008, salpingostomy (difficult surgeries of salpingostomy via laparotomy) in 2008, adnexectomy unilateral in 2000, palpitation, sinus tachycardia and endometriosis. Concurrent conditions included fatigue since (B)(6) 2014. Concomitant products included levonorgestrel (kyleena) since 2018. In 2014, the patient experienced pruritus ("generalized daily pruritus, pruritus recurrent"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("left hydrosalpinx left pelvic pain"). In 2015, the patient experienced fatigue ("extreme fatigue"), chest pain ("precordial pain on the left side"), scapula pain ("scapular pain on the left side, joint pain"), pain in extremity ("bracchial pain on the left side") and abdominal discomfort ("belt pain"). On (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis confirmed by hysterectomy / adenomyosis in the uterus / myoma"). In (B)(6) 2020, the patient experienced post procedural haematoma ("wall hematoma without intraperitoneal complication one month after surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of allergy to metals ("strong nickel allergy"), rash ("rash-like skin disorders on the face and hands"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("deep dyspareunia"), amnesia ("neurological symptoms such as loss of instant memory"), concentration loss ("neurological symptoms such as loss of concentration"), deafness ("ent disorders leading to hearing problems, deafness requiring hearing aids / hearing loss with suspicion of otosclerosis"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), headache ("headache / helmet headaches"), tendonitis ("recurrent tendonitis"), dyspepsia ("digestive disorders"), arthromyalgia ("joint and muscle pain"), infertility female ("all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful"), tinnitus ("tinnitus / right tinnitus"), visual impairment ("visual disturbances"), insomnia ("insomnia and nocturnal awakenings"), the first episode of nightmare ("nightmares"), palpitations ("heart palpitations"), mental disorder ("psychological impact due to unanswered suffering"), asthenia ("intense asthenia"), myalgia ("muscle pain"), arthralgia ("joint pain (shoulders, elbows, wrists, fingers, hips, knees, ankles, toes)"), the first episode of allodynia ("allodynia"), the second episode of nightmare ("nightmares"), the second episode of allodynia ("allodynia"), paraesthesia ("paresthesia"), memory impairment ("immediate memory disorders"), fibromyalgia ("fibromyalgia"), disturbance in attention ("attention disorders"), the second episode of allergy to metals ("allegy test positive for nickel") and ovarian cyst ("left ovarian cysts"). The patient was treated with clomipramine hydrochloride (anafranil), duloxetine hydrochloride (cymbalta), pregabalin (lyrica), assisted reproduction, hearing aids and surgery (adnexectomy and hysterectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and pruritus had not resolved and the rash, adenomyosis, intermenstrual bleeding, dysmenorrhoea, dyspareunia, fatigue, chest pain, scapula pain, pain in extremity, abdominal discomfort, amnesia, concentration loss, deafness, nasal disorder, pharyngeal disorder, headache, tendonitis, dyspepsia, arthromyalgia, infertility female, tinnitus, visual impairment, insomnia, palpitations, mental disorder, procedural pain, asthenia, myalgia, arthralgia, the last episode of nightmare, the last episode of allodynia, paraesthesia, memory impairment, fibromyalgia, disturbance in attention, the last episode of allergy to metals, ovarian cyst and post procedural haematoma outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter considered abdominal discomfort, adenomyosis, amnesia, arthralgia, asthenia, chest pain, concentration loss, deafness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, headache, infertility female, insomnia, intermenstrual bleeding, memory impairment, mental disorder, myalgia, nasal disorder, ovarian cyst, pain in extremity, palpitations, paraesthesia, pelvic pain, pharyngeal disorder, post procedural haematoma, procedural pain, pruritus, scapula pain, tendonitis, tinnitus, visual impairment, the first episode of allergy to metals, the first episode of allodynia, the first episode of nightmare, arthromyalgia, disturbance in attention, the second episode of allergy to metals, the second episode of allodynia and the second episode of nightmare to be related to essure. The reporter commented: only one essure implant was inserted on left tube, 3 trailing coils on (B)(6) 2014 to stop hydrorrhea (off label use) without complication. No test to know if allergy with nickel was performed at the time of insertion. In 2018 kyleena was inserted (indication not specified). Following the intervention, the patient presented a clinical picture which gradually developed. The clinical picture gradually settled down at first at low noise and then of increasing intensity. Adnexectomy and hysterectomy were performed, urgery confirmed adenomyosis. The patient also presented a psychological impact due to years of unanswered suffering. All of her attempts to have children after the implantation (through assisted reproduction) were unsuccessful. On (B)(6) 2020 visit at 6 months of laparotomy for hysterectomy and salpingectomy on multi-operated abdomen: wall hematoma without intraperitoneal complication one month after surgery. The patient still has chronic pain, on (B)(6) 2020: follow-up consultation for pruritus sine materia, evolving since 2014, according to the patient at the time of essure insertion. Cognitive tests: moderated cognitive impairment, especially attention disorders, fatigue, on (B)(6) 2021: prescription with zoloft 50 mg and lormetazepam 1 mg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Allergy test - on an unknown date: positive for nickel; on (B)(6) 2019: 1.5 yg/l. Blood chromium - on (B)(6) 2019: 0.52yg/l. Magnetic resonance imaging - on an unknown date: showed major adenomyosis, correctly placed iud and essure insert, very voluminous left hydrosalpinx.; in (B)(6) 2014: left hydrosalpinx, causing hydrorrhea. Pathology test - on (B)(6) 2020: after uterus and fallopian tube removal: confirms adenomyosis and demonstrates the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. Scan - in (B)(6) 2015: essure position control unremarkable. Ultrasound abdomen - on (B)(6) 2020: showed liver steatosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2021: the follow information were included lawyer's reporter updated, consumer's maiden reported added, medical history, lab data, event postoperative hematoma, pruritus onset date (B)(6) 2020 was deleted and merge with pruritus onset date 2014, outcome pelvic pain female was updated from unknown to not recovered/not resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("poorly systematized pelvic pain") in a 29 year-old female patient who had essure inserted for hydrosalpinx. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014) and off label use of device ("only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014). The patient had a medical history of pain nos and hydrosalpinx (left) in 2014, intestinal operation (surgery for small bowel occlusion during pregnancy with cholescystectomy on), small bowel obstruction (in the context of an incomplete common mesentery), pseudomonal sepsis (complication of surgery), intestinal operation (for upper small bowel obstruction) and miscarriage (after being 25 weeks pregnant at time of treatment) in 2013, anxiety in 2012, pregnancy (20 weeks) from 2012 to 2013, salpingostomy (difficult surgeries of salpingostomy via laparotomy) and adhesiolysis (difficult surgeries of adhesiolysis via laparotomy) in 2008, adnexectomy unilateral in 2000 and salpingostomy, intestinal adhesion lysis, adnexectomy unilateral, past tobacco smoking, allergic reaction to analgesics, nickel sensitivity, endometriosis, sinus tachycardia and palpitation. As concurrent condition the report mentioned fatigue since 2014. The only concomitant product mentioned was kyleena (levonorgestrel) since 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("left hydrosalpinx left pelvic pain"). In 2014 she experienced pruritus ("generalized daily pruritus, pruritus recurrent"). In 2015 she experienced fatigue ("extreme fatigue"), chest pain ("precordial pain on the left side"), musculoskeletal pain ("scapular pain on the left side, joint pain"), pain in extremity ("bracchial pain on the left side") and abdominal discomfort ("belt pain"). On (B)(6) 2020 she experienced adenomyosis ("adenomyosis confirmed by hysterectomy / adenomyosis in the uterus / myoma"). In (B)(6) 2020 she experienced post procedural haematoma ("wall hematoma without intraperitoneal complication one month after surgery"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), a first episode of allergy to metals ("strong nickel allergy"), rash ("rash-like skin disorders on the face and hands"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("deep dyspareunia"), amnesia ("neurological symptoms such as loss of instant memory"), concentration loss ("neurological symptoms such as loss of concentration"), deafness ("ent disorders leading to hearing problems, deafness requiring hearing aids / hearing loss with suspicion of otosclerosis"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), headache ("headache / helmet headaches"), tendonitis ("recurrent tendonitis"), dyspepsia ("digestive disorders"), arthromyalgia ("joint and muscle pain"), infertility female ("all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful"), tinnitus ("tinnitus / right tinnitus"), visual impairment ("visual disturbances"), insomnia ("insomnia and nocturnal awakenings"), a first episode of nightmare ("nightmares"), palpitations ("heart palpitations"), mental disorder ("psychological impact due to unanswered suffering"), asthenia ("intense asthenia"), myalgia ("muscle pain"), painful joints ("joint pain (shoulders, elbows, wrists, fingers, hips, knees, ankles, toes)"), a first episode of allodynia ("allodynia"), a second episode of nightmare ("nightmares"), a second episode of allodynia ("allodynia"), paraesthesia ("paresthesia"), memory impairment ("immediate memory disorders"), fibromyalgia ("fibromyalgia"), disturbance in attention ("attention disorders"), a second episode of allergy to metals ("allegy test positive for nickel"), ovarian cyst ("left ovarian cysts"), abdominal pain ("abdominal pain"), metal poisoning ("she also xperienced symptoms consistent with tin poisoning, following the insertion of essure"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia (" heart rhythm disorders") and ear, nose and throat disorder ("ent disorders"). The patient was treated with anafranil (clomipramine hydrochloride), lyrica (pregabalin) and cymbalta (duloxetine hydrochloride) as well as surgery (adnexectomy and hysterectomy with essure removal) and non-drug therapy (hearing aids and assisted reproduction). At the time of the report, the pelvic pain, fatigue and musculoskeletal pain were resolving and the deafness, memory impairment and pruritus had not resolved. The outcomes for rash, adenomyosis, intermenstrual bleeding, dysmenorrhoea, dyspareunia, chest pain, pain in extremity, abdominal discomfort, amnesia, concentration loss, nasal disorder, pharyngeal disorder, headache, tendonitis, dyspepsia, arthromyalgia, infertility female, tinnitus, visual impairment, insomnia, palpitations, mental disorder, procedural pain, asthenia, myalgia, painful joints, paraesthesia, fibromyalgia, disturbance in attention, ovarian cyst, post procedural haematoma, abdominal pain, metal poisoning, eye disorder, skin disorder, nausea, arrhythmia, ear, nose and throat disorder, the last episode of allergy to metals, the last episode of nightmare and the last episode of allodynia were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, the first episode of allergy to metals, the second episode of allergy to metals, the first episode of allodynia, the second episode of allodynia, amnesia, arrhythmia, arthromyalgia, painful joints, asthenia, chest pain, deafness, concentration loss, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, ear, nose and throat disorder, eye disorder, fatigue, fibromyalgia, headache, infertility female, insomnia, intermenstrual bleeding, memory impairment, mental disorder, metal poisoning, musculoskeletal pain, myalgia, nasal disorder, nausea, the first episode of nightmare, the second episode of nightmare, ovarian cyst, pain in extremity, palpitations, paraesthesia, pelvic pain, pharyngeal disorder, post procedural haematoma, procedural pain, pruritus, skin disorder, tendonitis, tinnitus and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to rash. The reporter commented: only one essure implant was inserted on left tube, 3 trailing coils on (B)(6) 2014 to stop hydrorrhea (off label use) without complication. No test to know if allergy with nickel was performed at the time of insertion. In 2018 kyleena was inserted (indication not specified). Following the intervention, the patient presented a clinical picture which gradually developed. The clinical picture gradually settled down at first at low noise and then of increasing intensity. Adnexectomy and hysterectomy were performed, urgery confirmed adenomyosis. The patient also presented a psychological impact due to years of unanswered suffering. All of her attempts to have children after the implantation (through assisted reproduction) were unsuccessful. On (B)(6) 2020 visit at 6 months of laparotomy for hysterectomy and salpingectomy on multi-operated abdomen: wall hematoma without intraperitoneal complication one month after surgery. The patient still has chronic pain, on (B)(6) 2020: follow-up consultation for pruritus sine materia, evolving since 2014, according to the patient at the time of essure insertion. Cognitive tests: moderated cognitive impairment, especially attention disorders, fatigue, on (B)(6) 2021: prescription with zoloft 50 mg and lormetazepam 1 mg. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Allergy test] on (B)(6) 2019: 1.5 yg/l; (date unknown): positive for nickel [blood chromium] on (B)(6) 2019: 0.52yg/l [magnetic resonance imaging] in (B)(6) 2014: left hydrosalpinx, causing hydrorrhea; (date unknown): showed major adenomyosis, correctly placed iud and essure insert, very voluminous left hydrosalpinx. [Pathology test] on (B)(6) 2020: after uterus and fallopian tube removal: confirms adenomyosis and demonstrates the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant [scan] in (B)(6) 2015: essure position control unremarkable [ultrasound abdomen] on (B)(6) 2020: showed liver steatosis quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events abdominal pain, eye disorder, skin disorder, nausea, heart rhythm disorders, metal poisoning & ent disorder added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) poorly systematized pelvic pain [pelvic pain female], strong nickel allergy [nickel allergy] , rash-like skin disorders on the face and hands [skin rash], essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx [device use in unapproved indication], only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx [off label use of device] , adenomyosis confirmed by hysterectomy / adenomyosis in the uterus / myoma [adenomyosis uteri], metrorrhagia [metrorrhagia], dysmenorrhea [dysmenorrhea], deep dyspareunia [dyspareunia], extreme fatigue [fatigue extreme], precordial pain on the left side [precordial pain], scapular pain on the left side, joint pain [scapula pain] , bracchial pain on the left side [pain in arm], belt pain [abdominal discomfort] , neurological symptoms such as loss of instant memory [short-term memory loss], neurological symptoms such as loss of concentration [concentration loss], ent disorders leading to hearing problems, deafness requiring hearing aids / hearing loss with suspicion of otosclerosis [deafness] , ent disorders [nasal disorder], ent disorders [pharyngeal disorder] , headache / helmet headaches [headache] , recurrent tendonitis [tendonitis] , digestive disorders [digestion impaired] , joint and muscle pain [arthromyalgia] , all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful [infertility female] , tinnitus / right tinnitus [tinnitus] , visual disturbances [visual disturbances] insomnia and nocturnal awakenings [insomnia] nightmares [nightmares] , heart palpitations [palpitations], psychological impact due to unanswered suffering [mental disorder nos], left hydrosalpinx left pelvic pain [procedural pain] , intense asthenia [asthenia], muscle pain [muscle pain] , joint pain (shoulders, elbows, wrists, fingers, hips, knees, ankles, toes) [painful joints], allodynia [allodynia], nightmares [nightmares], allodynia [allodynia], paresthesia [paresthesia], immediate memory disorders [memory disturbance], fibromyalgia [fibromyalgia] , generalized daily pruritus, pruritus recurrent [generalized pruritus] , attention disorders [disturbance in attention] , allegy test positive for nickel [nickel allergy] , left ovarian cysts [ovarian cyst] , wall hematoma without intraperitoneal complication one month after surgery [postoperative hematoma] , abdominal pain [abdominal pain] , she also xperienced symptoms consistent with tin poisoning, following the insertion of essure [metal poisoning] , eye disorder [eye disorder] , dermatological disorders [skin disorder] , nausea [nausea] , heart rhythm disorders [cardiac dysrhythmias] , ent disorders [ear, nose and throat disorder] , metrorrhagia [metrorrhagia] , joint pain [joint pain] , recurring tendinitis [tendinitis] , headaches [headache] , hearing problems [auditory disorder] , impaired vision [visual impairment] , impaired short-term memory [short-term memory impairment] , impaired concentration [concentration impaired] , heart palpitation [palpitation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("poorly systematized pelvic pain") in a 29-year-old female patient who had essure inserted for hydrosalpinx. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014) and off label use of device ("only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014). The patient had a medical history of pain nos and hydrosalpinx (left) in 2014, intestinal operation (surgery for small bowel occlusion during pregnancy with cholescystectomy on), small bowel obstruction (in the context of an incomplete common mesentery), pseudomonal sepsis (complication of surgery), intestinal operation (for upper small bowel obstruction) and miscarriage (after being 25 weeks pregnant at time of treatment) in 2013, anxiety in 2012, pregnancy (20 weeks) from 2012 to 2013, salpingostomy (difficult surgeries of salpingostomy via laparotomy) and adhesiolysis (difficult surgeries of adhesiolysis via laparotomy) in 2008, adnexectomy unilateral in 2000 and salpingostomy, intestinal adhesion lysis, adnexectomy unilateral, past tobacco smoking, allergic reaction to analgesics, nickel sensitivity, endometriosis, sinus tachycardia and palpitation. As concurrent condition the report mentioned fatigue since 2014. The only concomitant product mentioned was kyleena (levonorgestrel) since 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("left hydrosalpinx left pelvic pain"). In 2014 she experienced pruritus ("generalized daily pruritus, pruritus recurrent"). In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("deep dyspareunia"), fatigue ("extreme fatigue"), chest pain ("precordial pain on the left side"), musculoskeletal pain ("scapular pain on the left side, joint pain"), pain in extremity ("bracchial pain on the left side"), abdominal discomfort ("belt pain"), insomnia ("insomnia and nocturnal awakenings"), a first episode of intermenstrual bleeding ("metrorrhagia"), tendinitis ("recurring tendinitis"), a first episode of headache ("headaches"), auditory disorder ("hearing problems"), visual impairment ("impaired vision"), short-term memory impairment ("impaired short-term memory"), concentration impaired ("impaired concentration") and palpitation ("heart palpitation"). On (B)(6) 2020 she experienced adenomyosis ("adenomyosis confirmed by hysterectomy / adenomyosis in the uterus / myoma"). In (B)(6) 2020 she experienced post procedural haematoma ("wall hematoma without intraperitoneal complication one month after surgery"). On unknown date she experienced a first episode of allergy to metals ("strong nickel allergy"), rash ("rash-like skin disorders on the face and hands"), a second episode of intermenstrual bleeding ("metrorrhagia"), amnesia ("neurological symptoms such as loss of instant memory"), concentration loss ("neurological symptoms such as loss of concentration"), deafness ("ent disorders leading to hearing problems, deafness requiring hearing aids / hearing loss with suspicion of otosclerosis"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), a second episode of headache ("headache / helmet headaches"), tendonitis ("recurrent tendonitis"), dyspepsia ("digestive disorders"), arthromyalgia ("joint and muscle pain"), infertility female ("all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful"), tinnitus ("tinnitus / right tinnitus"), visual disturbances ("visual disturbances"), a first episode of nightmare ("nightmares"), palpitations ("heart palpitations"), mental disorder ("psychological impact due to unanswered suffering"), asthenia ("intense asthenia"), myalgia ("muscle pain"), painful joints ("joint pain (shoulders, elbows, wrists, fingers, hips, knees, ankles, toes)"), a first episode of allodynia ("allodynia"), a second episode of nightmare ("nightmares"), a second episode of allodynia ("allodynia"), paraesthesia ("paresthesia"), memory disturbance ("immediate memory disorders"), fibromyalgia ("fibromyalgia"), disturbance in attention ("attention disorders"), a second episode of allergy to metals ("allegy test positive for nickel"), ovarian cyst ("left ovarian cysts"), abdominal pain ("abdominal pain"), metal poisoning ("she also xperienced symptoms consistent with tin poisoning, following the insertion of essure"), eye disorder ("eye disorder"), skin disorder ("dermatological disorders"), nausea ("nausea"), arrhythmia ("heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and joint pain ("joint pain"). The patient was treated with anafranil (clomipramine hydrochloride), lyrica (pregabalin) and cymbalta (duloxetine hydrochloride) as well as surgery (adnexectomy and hysterectomy with essure removal) and non-drug therapy (hearing aids, assisted reproduction and hearing aid). At the time of the report, the pelvic pain, fatigue and musculoskeletal pain were resolving and the deafness, memory disturbance and pruritus had not resolved. The outcomes for rash, adenomyosis, dysmenorrhoea, dyspareunia, chest pain, pain in extremity, abdominal discomfort, amnesia, concentration loss, nasal disorder, pharyngeal disorder, tendonitis, dyspepsia, arthromyalgia, infertility female, tinnitus, visual disturbances, insomnia, palpitations, mental disorder, procedural pain, asthenia, myalgia, painful joints, paraesthesia, fibromyalgia, disturbance in attention, ovarian cyst, post procedural haematoma, abdominal pain, metal poisoning, eye disorder, skin disorder, nausea, arrhythmia, ear, nose and throat disorder, joint pain, tendinitis, auditory disorder, visual impairment, memory impairment, concentration impaired, palpitation, the last episode of allergy to metals, the last episode of intermenstrual bleeding, the last episode of headache, the last episode of nightmare and the last episode of allodynia were unknown. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, the first episode of allergy to metals, the second episode of allergy to metals, the first episode of allodynia, the second episode of allodynia, amnesia, arrhythmia, arthromyalgia, painful joints, joint pain, asthenia, auditory disorder, chest pain, deafness, concentration impaired, concentration loss, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, ear, nose and throat disorder, eye disorder, fatigue, fibromyalgia, the first episode of headache, the second episode of headache, infertility female, insomnia, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, short-term memory impairment, memory disturbance, mental disorder, metal poisoning, musculoskeletal pain, myalgia, nasal disorder, nausea, the first episode of nightmare, the second episode of nightmare, ovarian cyst, pain in extremity, palpitation, palpitations, paraesthesia, pelvic pain, pharyngeal disorder, post procedural haematoma, procedural pain, pruritus, skin disorder, tendinitis, tendonitis, tinnitus, visual impairment and visual disturbances to be related to essure administration. No causality assessment was received for essure with regard to rash. The reporter commented: only one essure implant was inserted on left tube, 3 trailing coils on (B)(6) 2014 to stop hydrorrhea (off label use) without complication. No test to know if allergy with nickel was performed at the time of insertion. In 2018 kyleena was inserted (indication not specified). Following the intervention, the patient presented a clinical picture which gradually developed. The clinical picture gradually settled down at first at low noise and then of increasing intensity. Adnexectomy and hysterectomy were performed, urgery confirmed adenomyosis. The patient also presented a psychological impact due to years of unanswered suffering. All of her attempts to have children after the implantation (through assisted reproduction) were unsuccessful. On (B)(6) 2020 visit at 6 months of laparotomy for hysterectomy and salpingectomy on multi-operated abdomen: wall hematoma without intraperitoneal complication one month after surgery. The patient still has chronic pain, on (B)(6) 2020: follow-up consultation for pruritus sine materia, evolving since 2014, according to the patient at the time of essure insertion. Cognitive tests: moderated cognitive impairment, especially attention disorders, fatigue, on (B)(6) 2021: prescription with zoloft 50 mg and lormetazepam 1 mg. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Allergy test] on (B)(6) 2019: 1.5 yg/l; (date unknown): positive for nickel [blood chromium] on (B)(6) 2019: 0.52yg/l. [Magnetic resonance imaging] in (B)(6) 2014: left hydrosalpinx, causing hydrorrhea; (date unknown): showed major adenomyosis, correctly placed iud and essure insert, very voluminous left hydrosalpinx. [Pathology test] on (B)(6) 2020: after uterus and fallopian tube removal: confirms adenomyosis and demonstrates the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. [Scan] in (B)(6) 2015: essure position control unremarkable. [Ultrasound abdomen] on (B)(6) 2020: showed liver steatosis. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events joint pain, tendinitis, hearing problems, impaired short-term memory, heart palpitation, metrorrhagia, headache, visual impairment were added. Additional reporter added. Cluster ID added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('poorly systematized pelvic pain') in a (B)(6) year-old female patient who had essure inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted instead of salpingectomy to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014 and off label use of device "only one essure inserted instead of salpingectomy left side to stop of hydrorrhea on hydrosalpinx" on (B)(6) 2014. The patient's medical history included hydrosalpinx (left) in (B)(6) 2014, miscarriage (after being (B)(6) pregnant at time of treatment) in 2013, intestinal operation (for upper small bowel obstruction) on (B)(6) 2013, pseudomonal sepsis (complication of surgery) on (B)(6) 2013, pregnancy ((B)(6)) from 2012 to 2013 and small bowel obstruction (in the context of an incomplete common mesentery). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fatigue ("extreme fatigue"), chest pain ("precordial pain on the left side"), arthralgia ("scapular pain on the left side, joint pain"), pain in extremity ("bracchial pain on the left side") and abdominal discomfort ("belt pain"). On (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis confirmed by hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("strong nickel allergy"), rash ("rash-like skin disorders on the face and hands"), metrorrhagia ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("deep dyspareunia"), amnesia ("neurological symptoms such as loss of instant memory"), disturbance in attention ("neurological symptoms such as loss of concentration"), deafness ("ent disorders leading to hearing problems, deafness requiring hearing aids"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders"), headache ("headache"), tendonitis ("recurrent tendonitis"), dyspepsia ("digestive disorders"), musculoskeletal pain ("joint and muscle pain"), infertility female ("all of her attempts to have children after the implantation (through assisted reproduction) unsuccessful"), tinnitus ("tinnitus"), visual impairment ("visual disturbances"), insomnia ("insomnia and nocturnal awakenings"), nightmare ("nightmares"), palpitations ("heart palpitations") and mental disorder ("psychological impact due to unanswered suffering"). The patient was treated with assisted reproduction, hearing aids and surgery (adnexectomy and hysterectomy with essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, rash, adenomyosis, metrorrhagia, dysmenorrhoea, dyspareunia, fatigue, chest pain, arthralgia, pain in extremity, abdominal discomfort, amnesia, disturbance in attention, deafness, nasal disorder, pharyngeal disorder, headache, tendonitis, dyspepsia, musculoskeletal pain, infertility female, tinnitus, visual impairment, insomnia, nightmare, palpitations and mental disorder outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter considered abdominal discomfort, adenomyosis, allergy to metals, amnesia, arthralgia, chest pain, deafness, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, infertility female, insomnia, mental disorder, metrorrhagia, musculoskeletal pain, nasal disorder, nightmare, pain in extremity, palpitations, pelvic pain, pharyngeal disorder, tendonitis, tinnitus and visual impairment to be related to essure. The reporter commented: only one essure implant was inserted on left tube on (B)(6) 2014 to stop hydrorrhea (off label use) without complication. Following the intervention, the patient presented a clinical picture which gradually developed. The clinical picture gradually settled down at first at low noise and then of increasing intensity. Adnexectomy and hysterectomy were performed, urgery confirmed adenomyosis. The anatomo-pathology report confirmed adenomyosis and demonstrated the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. The patient also presented a psychological impact due to years of unanswered suffering. All of her attempts to have children after the implantation (through assisted reproduction) were unsuccessful. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Magnetic resonance imaging - in (B)(6) 2014: left hydrosalpinx, causing hydrorrhea. Pathology test - on (B)(6) 2020: after uterus and fallopian tube removal: confirms adenomyosis and demonstrates the presence of a macrophagic granuloma in addition to adenomyosis in the left horn, ie in contact with the implant. Scan - in (B)(6) 2015: essure position control unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.